Manufacturer narrative:
In previous report, "box h - (device) problem code grid (1) " was mentioned incorrectly. In this report, box h has been updated or corrected.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient with a ds2adv auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. This complaint is considered not reportable due to there was no allegation that the device contributed to the death.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong describe event or problem. In this report, the describe event or problem should be as the manufacturer received information regarding a ds2adv auto CPAP. The patient was passed away. Section describe event or problem in box b has been updated/ corrected.